Event description:
A customer reported that the screen of their device was melted. No adverse impact to the customer's blood glucose level was reported. The customer declined further follow-up with customer technical support, and the device was out of warranty while the customer was in the process of renewal. No additional outcome information was provided.